Manufacturer narrative:
Investigation results: investigation summary: customer returned (2) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 6165950. Customer states that there appears to be a piece of plastic hanging off of the tip of the needle. Both returned syringes were examined and one sample exhibited a crushed plunger cap. The remaining syringe was examined and exhibited a strand of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene. This fm likely represents what we call ¿angel hair¿. This is created when we move components from one line to another via the tube ¿pea shooters¿. This is a pressurized tubing transport system made of polyethylene plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found it¿s way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time. Possible root cause for crushed plunger cap: the syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger. As per manufacturing, a review of the device history record was completed for batch #6165950. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200650418] noted that did not pertain to the complaint. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter and the 1st related complaint for crushed plunger cap on lot # 6165950. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (crushed plunger cap and plastic on cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the parent of the patient noticed a piece of plastic on the end of a bd insulin syringe with bd ultra-fine¿ needle before use. No injury or medical intervention.